Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 6:00 pm due to passing out and hyperglycemia. Blood glucose was ranging from 132 mg/dl to 208 mg/dl. The customer was treated with intravenous drip. Customer completed troubleshooting for high blood glucose. Customer does not allege insulin pump was under delivering. Customer also reported that the insulin pump had a pump error alarm and failed battery test. Customer was able to clear the alarm. Customer performed self test and the test did not pass. The insulin pump will not be returned for analysis.